Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the issue was at the collet connection in the tip.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 1000mcg/ml at 114mcg/day. It was reported that the patient was not getting adequate relief. In the office, the catheter access port (cap) would not aspirate. Exploratory surgery was cancelled. The system was investigated and a catheter revision was required and completed on (B)(6) 2025. A partial catheter explant occurred. In the operating room (or), troubleshooting was completed to get catheter patency. There were no known environmental, external, or patient factors that may have led or contributed to the issue. Catheter aspiration was attempted. At the time of this report, the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6). Implanted: (B)(6) 2022. Explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 21-jul-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.